Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: scoliosis procedure: scoliosis correction it was reported that, intra-op, set screw was stripped during final tightening. Head splay was observed during final tightening. The stripped set screw was removed and another set screw was used. During the surgery, set screw broke but no fragment remained in the patient. The products came in contact with the patient. No patient complications were reported as a result of this event.